Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch # 2032227-2015-55817.

Event description:
The customer reported via telephone call that the insulin pump had a scratched screen and the display was difficult to read. The customer did not recall a blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer declined to replace the insulin pump at that time and intended to upgrade the insulin pump and was transferred.